Event description:
As reported, a physician used a 6f/7f mynxcontrol vascular closure device (vcd) after a cath lab procedure. Initially, the mynx control was deployed successfully, but then failed and required them to hold manual pressure. Immediately after the procedure, they needed to go to the operating room (or) for a fasciotomy due to compartment syndrome. Two weeks after the procedure, the patient developed pain and had to be brought back. It was found that the profunda was occluded and the mynx sealant was extracted from the profunda femoris artery via cut down. The current status of the patient is unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user was trained to the device. The user utilized the tension indicator and maintained tension on the catheter during depression of button 1. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a physician used a 6f/7f mynx control vascular closure device (vcd) after a catheterization lab procedure. Initially, the mynx control was deployed successfully, but then failed and required them to hold manual pressure. Immediately after the procedure, they needed to go to the operating room (or) for a fasciotomy due to compartment syndrome. Two weeks after the procedure, the patient developed pain and had to be brought back. It was found that the profunda was occluded and the mynx sealant was extracted from the profunda femoris artery via cut down. The current status of the patient is unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user was trained to the device. The user utilized the tension indicator and maintained tension on the catheter during depression of button 1. The reported events of ¿sealant-inability to achieve hemostasis¿, ¿sealant-inaccurate placement-(intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis and neither were procedural films. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review, it is difficult to determine what factors may have contributed to the inability to achieve hemostasis event reported. However, access site vessel factors, pharmacological factors and/or handling factors of the device are possible. A vascular occlusion occurring after a peripheral vascular procedure is a known potential complication and is listed in the mynx control instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the limited information available for review, the access site vessel characteristics also possibly contributed to vascular occlusion experienced, whether from an intravascular deployment of the sealant or progression of the diseased vessel. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ per the potential adverse events section, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ based on the information available for review, there is no indication that the reported events could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.